Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that the non-siemens laboratory information system was processing intermediate test frames incorrectly and that there was no instrument malfunction during the time of the event. The cause of the lis not processing records correctly when the lis message displays two intermediate test frames is due to the customer's non-siemens laboratory information system (lis). The hsc determined that the advia centaur xp is performing to specification. No further evaluation of the device is required.

Event description:
The customer stated that the laboratory information system (lis) is not processing records correctly when the lis message displays two intermediate test frames on an advia centaur xp instrument. The lis added the sequence number of '2' to a (B)(6) virus (B)(6) test record. This occurred within the result field, therefore the lis added a 2 to the result value when it processed the (B)(6) patient result. There are no reports of patient intervention or adverse health consequences due to the lis not processing records correctly when the lis message displays two intermediate test frames.